Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that on the day the dental implant was about to be placed, a failure occurred upon insertion. Difficulties occurred upon removal of the implant from vial. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was about to be placed, a failure occurred upon insertion. Difficulties occurred upon removal of the implant from vial. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications